Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
(B) (4) same case as 2134265-2010-01901. It was reported that after a coronary artery stenting procedure the patient expired. The target lesion was located in the mid left anterior descending (mid lad) artery, with 88% stenosis and was 18.6 mm long with a reference vessel diameter of 3.01 mm. The lesion was treated with pre-dilatation, and implanting a 3.0 x 24mm taxus liberte study stent and post-dilatation with 10% residual stenosis. A non-target lesion in the distal right coronary artery (dist rca) was treated with a taxus express stent during the index procedure. The patient was discharged on 2 days later on aspirin and clopidogrel. In (B) (6) 2009, the patient developed bradycardia with pulseless electrical activity. With CPR, the patient was converted to sinus rhythm and was intubated. The patient was admitted and had progressively worsening liver function tests, developed hepatorenal syndrome, acute renal injury with anuria, and worsening renal impairment. The patient was continued on supportive care with continuous dialysis with subsequent return of renal function. Patient was weaned off dialysis but then developed renal impairment secondary to dehydration and hepatorenal syndrome. The patient was referred to gastroenterology regarding liver failure. It was believed to be caused by ischemic hepatitis and the prognosis was poor. The patient was extubated after becoming progressively more alert and medical therapy continued. At 1742 days after the index procedure, the patient began to deteriorate with increased shortness of breath and worsening kidney function. The patient was noted to be bradycardic. CPR was started but the prognosis was poor and the patient was made dnr. At 2 days later, the patient died. Cause of death per mortality report form was multiple organ failure with ¿divc¿ shock. No autopsy was performed.